Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. A lead fracture is being suspected; however, it has not been confirmed. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.